Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Cause was not known. A correction bolus was delivered to address bg. The customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.